Event description:
The customer reported strikethrough around the lower sleeve and cuff area of the gown during an abdominal surgical procedure. No blood borne pathogens reported. No samples or lot numbers saved for evaluation.